Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and confirmed that instrument maintenance is current. There were no signs of contamination on the system and no associated errors posted to the event log at the time of testing. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse performed preventive maintenance on the immulite 2000 xpi instrument. The cse ran calibrators and controls, and the results were within range. The instrument was verified and operational. Siemens evaluated the event, and the cause of a falsely depressed human chorionic gonadotropin (hcg) result on one patient sample is unknown. Siemens cannot rule out pre-analytical factors or a sample issue. The analyzer has performed within specifications. No further evaluation of the device was required.

Event description:
The customer obtained a falsely depressed human chorionic gonadotropin (hcg) result on an immulite 2000 xpi instrument. The result (0.10 miu/ml) was from an auto-repeat and not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing and obtained a 42.2 miu/ml result. The customer informed that the patient sample's higher result is in line with the customer's and physician's expectations. There are no reports of patient intervention or adverse health consequences due to the falsely depressed hcg result.